Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was intermittently depleting quickly. Additionally, it was reported that the pump intermittently shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer's blood glucose (bg) was 600 mg/dl with high ketone levels. Customer required assistance addressing bg level with correction boluses via the pump and administering manual injections. The customer reverted to manual injections for continued insulin therapy. Customer declined to further troubleshoot with tandem technical support.